Manufacturer narrative:
Complaint no: (B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.